Event description:
International complaint stated set had "leakage in the set after the pump. Solution leaked out and air came in". Baxter's international facility contacted the family member of the pt. The family member had noticed that there was solution on the floor and discovered then that the tubing was "empty" almost all the way to the pt. They ended the infusion and used another infusion set. There was no harm to the pt.